Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was used for a pleural effusion and found to have leaked hours after the procedure. The dressing was changed by the clinician and the hub connection to pleurevac was reinforced with tape (approximately 10cm or less outside of the body) . After evaluation by the ir critical care physician, the decision was made to replace the device, however, the patient refused. A day later, the patient's condition has worsened and the team attempted to exchange the drain over a wire but were unsuccessful. The patient developed pneumothorax and was intubated. The drain was removed a new device was placed at a different site. To date, additional patient and event information is unknown.

Manufacturer narrative:
Additional information received on 19jun2018 was that there was a separation of tube from hub. The customer was instructed to save the drain for investigation. On 26jul2018 received mw5078383 which presented further details that the ultrathane mac-loc locking loop multipurpose drainage catheter snapped/separated at the connection site between the tube and the hub. Confirmation was received from a field representative that the medwatch received was related to the original event reported. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected data: mw5078383 was received by the manufacturer 23jul2018 and not 26jul2018 as inadvertently reported under follow-up #1. At that time, the date for g4 should have been 23jul2018. Additionally, no further information will be provided from the customer. Investigation evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, specifications, and a visual inspection/dimensional verification of the returned device were conducted during the investigation. Clinical assessment: this is a worst case scenario where the hub separates in a pleural drainage tube that subsequently led to a pneumothorax. At this time, the most probable causes of this event are device failure or medical procedure related. The customer returned one 8.5fr mac-loc catheter in a used condition. The device was returned in two pieces. The first piece comprised of the mac-loc hub and connector cap. The second piece comprised of the catheter tubing with an intact flare. The suture string between the catheter tubing and proximal hub was intact. The catheter tubing appeared to have been pulled out of the proximal hub. The flare was noted to have a lip, was concentric, and had a diameter measuring at 0.226¿. Due to the compression of the flare within the cap and the potential damage upon pulling out, it cannot be determined if the flare was manufactured to cook¿s specifications. The catheter tubing appeared wavy and not straight. Biomatter was present throughout the device. A separate suture string was found on the catheter tubing. No surface damage was noted. A twist test was conducted revealing that the proximal assembly was secure. The connector cap was removed by dissociating the adhesive bone with ipa. Upon removing the cap, the suture string was found normal in the cap. The connector cap inner diameter, mac-loc hub inner diameter, catheter tubing outer diameter, and number of threads showing between the hub and cap were measured and all found to be within manufacturing specifications. The device is separated, but it is not out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred.¿ based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.